Manufacturer narrative:
After further evaluation, the suspect medical device for the event was determined to be the alinity ci-series system control module, ln 03r70-01, sn (B)(6), abbott germany, wiesbaden, germany. MDR number 3002809144-2018-00460 has been submitted and all further information will be documented under that MDR number.

Event description:
The account generated a false positive alinity bhcg of 246.98 miu/ml on a patient sample that tested bhcg negative at another lab. The sample was retested generating alinity bhcg negative on the same and different alinity I analyzers. The discrepant results were determined to be caused by an alinity ci-series software deficiency where the reuse of reaction vessels (rvs) occurred after a system stop. No impact to patient management was reported.

Manufacturer narrative:
Alinity I total b-hcg evaluation: the ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Labeling was reviewed which adequately addresses the current issue. No customer returns were available for evaluation. Testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer's observation. It is possible that sample or reagent integrity was a factor in this case as the expected result was obtained on retest. Alinity I system evaluation: a review of the alinity I serial ai01219 service history was performed and found no contributing factors on or around the date of the complaint. A review of the complaint information does not indicate that troubleshooting or part replacement was performed on the analyzer. Furthermore, there has been no subsequent contacts from the customer regarding discrepant results. Labeling was reviewed which adequately addresses the current issue. A review of the alinity I product monitoring review found no similar issues as described in this complaint. No systemic issue or deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 7p51-20, that has a similar us product distributed in the us, list 7p51-21. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated a false positive alinity I total b-hcg of 246.98 miu/ml on a patient sample (ID (B)(6)) that tested bhcg negative at another lab. The sample was retested generating alinity I total b-hcg negative results using the same and different alinity I analyzers. No specific patient information was provided. No impact to patient management was reported.